Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples no needle clog fail found.

Event description:
It was reported that the bd micro-fine¿ + pen needle was difficult to push the insulin pen during insulin injection. The following information was provided by the initial reporter translated from chinese: the patient found it difficult to push the insulin pen during insulin injection.